Manufacturer narrative:
A partial lead was returned in one piece. An external insulation abrasion breaching the optim sheath only was noted at 12.5 cm to 12.6 cm from the distal tip, consistent with lead friction to another device or patient anatomy.

Event description:
This report is to advise of an event observed during analysis.